Manufacturer narrative:
Block b3: exact date unknown, event occurred about three months based on the date the manufacturer became aware of the event. Block d4: detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The physician believed that the pain site was not infected. The patient will be taking nonsteroidal anti-inflammatory drug. No further action needed at this time.